Event description:
A customer's meter was working fine until they dropped the system. The customer stated that they replaced the batteries and would like the system evaluated. While on the phone a review the system was conducted. It was learned that after the customer would insert a reagent strip the display would flash an "f-- and 18. It appears that several of the segments are missing. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.